Manufacturer narrative:
(B)(4). Method: the subject device, rd900afu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in france, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photography has revealed that the gas outlet port was broken. Conclusion: we are unable to determine the exact cause of the reported fault. However, it is likely due to physical impact. Section d4: UDI details are not available based on the time of manufacturing. Correction: section h4: date of manufacturing has been updated. Section h11: results updated.

Event description:
A healthcare facility in france has reported that an rd900afu neopuff infant resuscitator's gas outlet port was broken. There was no reported patient involvement.

Event description:
A healthcare facility in france has reported that an rd900afu neopuff infant resuscitator's gas outlet port was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900afu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in france, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photography has revealed that the gas inlet port was damaged. Conclusion: we are unable to determine the exact cause of the reported fault. However, it is likely due to physical impact. Section d4: UDI details are not available based on the time of manufacturing. Section h4: date of manufacturing has been updated.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in france has reported that an rd900afu neopuff infant resuscitator's gas outlet port was broken. There was no reported patient involvement.